Manufacturer narrative:
(B)(4). Evaluation conclusions: off-label, unapproved, or contraindicated use (pre-operative rupture).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. The patient was treated emergently at another hospital. The patient was not able to withstand open surgery therefore the physician elected to treat with stent grafts. The device appeared to be implanted at the renal arteries but a proximal type I endoleak was present. The patient was stabilized and a follow-up cta was performed showing large proximal type I endoleak. The patient transferred from local hospital and the physician, performed a snorkel procedure and implanted an endurant aortic cuff. The proximal type I endoleak was resolved. No additional clinical sequelae were reported. A review of returned pre-implant cta¿s revealed that the patient had a 22x23mm neck which was short, calcified, and conically-shaped. The neck was angulated 45deg l-r and 70deg a-p. The max diameter aaa measured 8.4cm. The iliac arteries were tortuous and severely calcified. Images 3 days post-implant revealed that the bifurcate was positioned just below the renal arteries within the short proximal neck. There is a proximal type I endoleak seen. The max diameter aaa is 8cm. The ipsilateral limb was positioned within the right common iliac, and the contra limb within the left common iliac; the limbs crossed over each other in the distal sac. The limbs were patent. The cause of the proximal type I endoleak is unknown. It is possible that the short, calcified and tapered proximal neck may have contributed. Images during the intervention were not available for return.